Event description:
It was reported that the device had intermittent telemetry communication while still in the box. Another programmer attempted to interrogate the device, but the problem persisted. The device was not implanted, and another was successfully implanted instead. The patient received no adverse consequences.

Manufacturer narrative:
UDI (di): (B)(4).